Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the surgeon had his left hand behind the abdominal wall while using the pencil device in his right hand on 30-coag power settings to open the fascial layer. The surgeon felt a shock on his left index finger while activating the device, which he described as travelling up his arm and down his leg. He suffered a small burn on his finger and was well. The device was ruled out of the incident, and since this batch of diathermy pencils have been put back into use, there was no need to follow up the incident.